Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, a portion of the ceramic insulation at the distal tip tip of the device was found broken off and missing. The inspection also noted the seals are worn (non-reportable). The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Event description:
The clinical nurse at the user facility reported the resectoscope sheath has a ¿noticeable break/end is chipped¿. The reported problem was found when the equipment was opened during inspection before use by the nurse. The resectoscope was replaced with another set and the intended ureterine endometrial treatment was completed without delay. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G2 was corrected with information that was inadvertently omitted from the initial report. Based on the results of the investigation, the definitive root cause of the ceramic break could not be determined. The issue may have been caused by wear and tear or the application of excessive force by the user. Damage to the insulation insert may have been induced thermally or mechanically. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.